Event description:
The hosp reported that during a coronary artery bypass procedure, upon removal of the delivery device from the heartstring iii, the seal came out of the delivery tube. The seal was reloaded to complete the procedure. There were no pt effects. The product was discarded.

Manufacturer narrative:
Investigation: the product will not be returned to maquet for investigation. Therefore, a device eval could not be performed. A lot history record review could not be performed as the lot number is unk. (B)(4).